Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 during the intervention, when preparing the cement before injection, the cement hardened directly. The procedure was completed with another device. There was a surgical delay of seven (7) minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received indicating that the surgery was completed successfully but they had to use another cement which lengthened the duration of the surgical procedure and increased the cost of the intervention. There was no impact on the patient as cement could not be administered. The cement piston supplied with the cement. The cement not delivered because it was frozen.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative corrected: g1 h3, h4, h6 the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the blue mixer was returned with hardened cement inside. The hardened cement was visibly not mixed homogeneously and empty spaces were also observed. A complete functional test was unable to performed due to condition of the received device. Therefore, the complaint condition was unable to be replicated. However, a retain test was performed by the vendor osartis, the result of the testing revealed no deviations for product code 07.702.016s, lot 3m53650, hence a faulty product was excluded. Properly handling and attention to the approved use of the device diminishes the risk of failure. Instructions for use for vertecem v+ cement kit se_386348 rev. Ae were reviewed and the following relevant statements were found at page 6 and 8: always use the full amounts of monomer liquid and polymer powder provided in the kit, respectively, when mixing vertecem v+ cement kit bone cement. Otherwise the behavior of the vertecem v+ cement kit can no longer be guaranteed. Using only one of the components is not permitted. Ensure that the powder and liquid component are thoroughly mixed before starting cement transfer. Note that cement handling and setting times are heavily dependent of temperature. Higher temperatures reduce the setting time and lower temperatures extend it. Handling time also depends on many other factors, including (without necessarily being limited to) syringe diameter, cannula diameter and length. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the vertecem v+ cement kit would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part# 07.702.016s lot # 3m53650 manufacturing site: werk selzach logistik supplier: (B)(4) release to warehouse date: 01 dec 2023 expiration date: 01 dec 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.